Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered one burst of inappropriate anti-tachycardia pacing (atp) and two electric shocks for what appeared to be atrial flutter (af) with rapid ventricular response (rvr). Technical services (ts) suggested reprogramming options. Device remains in service. No additional adverse patient effects were reported.